Event description:
It was reported that a small volume folfusor had no flow. The reporter stated that this occurred during infusion of fluorouracil and normal saline. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between march 14, 2014 and march 18, 2014. Evaluation summary: the device was received for evaluation containing approximately 100ml fluid in its bladder. Visual inspection revealed no signs of blockage or physical abnormality that could have caused the reported problem. A functional test was performed by removing the luer cap from the distal luer; evidence of continuous flow was visually observed at the distal luer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.